Event description:
During implant, the lead was inspected and ruled to be unusable by the physician as the end was bent. No contact was made with patient. Another lead was used to complete the procedure and the patient had normal surgery and recovery.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. Training is in place.